Event description:
During an endoscopic procedure, the physician used a cook fusion® pre-loaded with acrobat 2 wire guide. It was reported that they (physician and team) loosened the handle to release the sphincterotome cutting wire, but the device was hard to remove. The doctor removed the sphincterotome from the duodenoscope and the cutting wire was no longer on the device but at the end of the scope [cutting wire detached]. When the doctor removed the catheter, he found that the cutting wire was no longer on the sphincterotome but in the duodenum. He chose to leave it. There were no consequences for the patient and the procedure ended well. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Section e phone: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the distal end of the returned device showed that a segment containing part of the cutting wire and the cutting wire securing component has detached and was not provided in the return. The detached portion of cutting wire measures approximately 25mm +3 mm / -4 mm as the remaining attached portion of the cutting wire reaches only the proximal hole in the distal catheter. The proximal remainder of the cutting wire has retracted into the clear catheter. The remaining proximal portion of the cutting wire exhibits slight evidence of a cautery application (blackening of the cutting wire was noted) at the fracture point. The blackened area is at the proximal end of the cutting wire at the fracture point, this location may indicate contact with the scope when current was applied to the cutting wire causing the breakage. The metal cannula has moved distal from the proximal blue band. The catheter has split near the distal end where the anchor exited the catheter. The catheter's zip port has been fully utilized. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. The cutting wire broke with detachment of a distal segment of the cutting wire including the cutting wire securing component. A definitive cause for this observation could not be determined; however, the location and blackening of the fracture point is indicative of possible contact with the scope when current was applied to the cutting wire. The instructions for use caution the user with the following comment: ¿when applying current, ensure cutting wire is completely out of endoscope. Contact of cutting wire with endoscope may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to endoscope.¿ a broken cutting wire can occur if the tip of the device is over flexed. The instructions for use caution the user: ¿do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break.¿ if the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could contribute to cutting wire breakage. The instructions for use caution the user: "the elevator should remain open/down when advancing or retracting the sphincterotome.¿ this activity will aid in device preservation. A factor that can contribute to cutting wire breakage includes manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user with the following statement: ¿upon removing the device from the package, uncoil and straighten sphincterotome. Carefully remove the precurved stylet from the cannulating tip.¿ the instructions for use contain the following precaution: "do not exercise the handle while the device is coiled or the precurved stylet is in place, as this may cause damage to the sphincterotome and render it inoperable." Prior to distribution, all preloaded fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.